Event description:
Complainant alleged that during biomed testing, the device inappropriately powered up to the system configuration mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to copper tape coming into contact with a flex cable.